Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure date was on (B)(6) 2023. The customer tried using medium-large clip applier instrument but it was not registering,. The customer noticed the issue while attempting to clip onto a vessel.

Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer-reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The clip was able to be installed onto the grip tips but was unable to properly clip onto the tubing during in-house testing after multiple attempts. An additional observation not reported by the site that is related to the customer reported complaint is that the housing was removed, and the instrument was found to have a dislodged pivoting clamp from the grip sector gear. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon was unable to clip the tissue with the clip applier instrument. The customer attempted multiple time to reload with clip, however the jaw of the instrument could not close. The procedure was completed with no reported injury.